Event description:
It was reported that during preparation for a stenting treatment procedure a shaft break occurred. The target lesion was located in the left anterior descending artery (lad). While trying to advance the 2.75x38mm taxus liberte stent delivery system (sds) over the unspecified guide wire, the mid portion of the shaft broke.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).